Event description:
The reporter indicated that a 13.7mm vicmo13.7 implantable collamer lens of -17.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On the same day in a separate surgery the lens was exchanged with a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is not marketed in the us. (B)(4). Claim#: (B)(4).